Event description:
The facility notified arjo in 2008 of an incident at the facility involving a lift hygiene chair. The event occurred in 2006. The chair was being used as a scale with the resident sitting with their back to the column of the lift. The resident fell forward off the lift and was slightly injured. The resident subsequently died. The type of injuries sustained, and the date and cause of death were not known.